Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: in the end of the manufacturing process there is a 100 % final function test integrated, which evaluates the function of all items by a gauge before delivery. As part of this investigation, the test was performed for the claimed item, with the result failed. In content of the complaint there was reported, that the part was started to use in july 2014 and was used three or four times before the locking function did not work anymore. Therefore it is excluded, that the deviation was caused during manufacturing (final test for the item with result passed and item was used by customer three or four times with correct functioning. The defect of the item must have been occurred after manufacturing and delivery of the product. Based on the investigation results the reported complaint is confirmed. Since the claimed item obviously met the specifications before delivery, but the complaint is rated as not valid from manufacturing point of view. We have forwarded the complained article to the manufacturing site for investigation, here are the findings: the item was received with traces of utilization (stains and dents). A full review of the manufacturing documentation for this lot was conducted and confirms that it was manufactured to specification in september 2012. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device is not locking properly. Instruments attached to it release easily. It was reported there was about a ten minute delay in the procedure. It was reported the device had been used only three or four times. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation was attempted, but no product returned at the time, DHR review showed no issues. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date corrected. Reported surgical procedure during which the issue was discovered occurred on (B)(6) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.